Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient emailed to inquire about an update regarding on the foam abatement based on the additional announcement made on june 14, 2021. The patient started CPAP therapy on (B)(6) 2025. The patient was diagnosed asthma on (B)(6) 2016. The manufacturer received information alleging asthma. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient emailed to inquire about an update regarding on the foam abatement based on the additional announcement made on june 14, 2021. The patient started CPAP therapy on (B)(6) 2015. The patient was diagnosed asthma on (B)(6) 2016. The manufacturer received information alleging asthma. There was no report of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.